Event description:
It was reported that myopotential oversensing was observed on the device and the right ventricular (rv) lead. The device was explanted and replaced; the rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.